Manufacturer narrative:
Manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported following the scs system implant procedure the patient experienced pain under the ribs. Stimulation was discontinued for time being. The physician had a CT scan done which was inconclusive. Later the patient was admitted to the hospital and underwent surgical exploratory procedure on (B)(6) 2018 to investigate the cause. Hematoma was found which was evacuated. The patient is doing fine and therapy has been restored.